Event description:
It was reported that during preparation for a pulsed field ablation (pfa) procedure, the farawave pfa catheter was selected for use, and the flush port was broken. The catheter was replaced, and the procedure was completed successfully without patient complications. The device is expected to be returned.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.